Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the basal software suspended insulin, the graph on the continuous glucose monitoring system was continuing to display data. Customer's blood glucose level ranged between 59 mg/dl and 173 mg/dl. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.